Event description:
No additional information submitted by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic polypectomy procedure, when the doctor was satisfied with the position that the loop is well placed and the loop should be placed, it is to some extent but and when they tried to release the loop completely, the white part of the handle that looks like a ``thread spool'' does not work - it suddenly cannot be moved forward or backward at all. The loop can be unhooked, but the polyp was not completely placed. The entire product could be taken out and they went in with scissors and cut it off from the polyp. New loop was opened and it performed as it should. There was a procedural delay of less than 30 minutes, back-up device used to complete the procedure. There were no further reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.